Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] ¿when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a pinhole on the connecting tube. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the connecting tube had a dent and discoloration due to a handling issue. It was also observed that the plastic distal end cover had a dent due to physical or chemical stress. Additionally, it was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. It was observed that the adhesive around the light guide lens had a white clouded area due to deterioration caused by a handling issue. It was also observed that the adhesive around the objective lens was peeled and had a white-clouded area due to a handling issue. It was observed that the image guide protector had damage due to physical stress caused by handling. It was also observed that the connection between the bending section and the connecting tube was not secured due to deformation of the bending tube. It was observed that the adhesive of the bending section cover had a chip, a crack and a discoloration area due to chemical or physical stress. It was also observed that the bending section cover itself had a scratch and had discoloration due to a handling issue. It was observed that the coating on the connecting tube was peeling due to chemical stress or deterioration caused by handling. Additionally, it was observed that the connecting tube had a wrinkle due to chemical stress. It was also observed that switches 1,2 and 4 had wear due to physical stress caused by handling. It was observed that the electrical connector, up and down knob had corrosion due to water leakage or a handling issue. Lastly, a scratch was observed on the connecting tube and plastic distal end cover due to physical stress. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was not specified if the facility delays the start of precleaning on the equipment after use. During the precleaning process, it was not specified if the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope has air/ water leakages. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.